Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08740 inches. No unexpected battery alarms including low battery alarms noted. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case. Device received with stripped battery cap coin slot (p).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of incident. The customer's current blood glucose is 141 mg/dl. The customer was treated with IV drip, sugar drip, potassium in the hospital. The customer was wearing the insulin pump during the hospitalization. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.